Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter cap became loose and caused leakage to occur at the connection site during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient used a closed venous indwelling needle in our unit due to cerebral infarction. After 20 minutes, the protective cap of the connector slipped, which caused the patient to be unable to seal the tube tightly and leak and unable to infuse. Replace with a new intravenous indwelling needle."

Manufacturer narrative:
H6: investigation summary: in response to the event reported, a device history review was conducted for lot number 2018027. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter cap became loose and caused leakage to occur at the connection site during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2023, the patient used a closed venous indwelling needle in our unit due to cerebral infarction. After 20 minutes, the protective cap of the connector slipped, which caused the patient to be unable to seal the tube tightly and leak and unable to infuse. Replace with a new intravenous indwelling needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.